Manufacturer narrative:
We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the needle did not deploy and the cannula was not visible. The pod was worn for less than an hour. No adverse patient impact was reported.

Manufacturer narrative:
The device was received partially deployed. The formed needle protruded past the needle well. The device completed the priming sequence in an expected number of pulses. Upon opening the device, the needle mechanism deployed and retracted fully. The hard cannula was observed to be bent, and the tip of the formed needle was observed to be damaged. The inside of the needle well was observed to be damaged. The formed needle deployed into the needle well, resulting in a failure to deploy as well as the damages to the formed needle tip, needle well, and hard cannula. The formed needle dislodged itself from the needle well prior to the investigation, and the needle mechanism failed to deploy fully due to the bend in the hard cannula, resulting in the device arriving to the investigator in a partially deployed state. The hard cannula started off in a bent state, and the bend in the hard cannula resulted in the formed needle deploying into the needle well, ultimately causing the reported failure to deploy. Damages were observed to the top housing. It could not be determined when this damage occurred.